Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: periprosthetic femoral fracture occurred 3 weeks after primary surgery. Radiographic images provided show a gradual subsidence of the stem at 1 week when compared to the immediate postoperative x-ray. Under weight bearing, the stem subsided and caused the fracture. According to the report, during surgery the stem was inserted deeper than the trial. The reason of this event is not known but the initial position of the stem and a poor bone quality may have contributed. Batch review performed on (B)(6) 2017. Lot 166415: 130 items manufactured and released on 08 march 2017. Expiration date: 2022-02-26. No anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any similar reported event.

Event description:
Femoral bone fracture was found during the rehabilitation. Revision surgery was performed. The stem was replaced with a new long stem and the femur was repaired with a plate. The surgeon's stated that it would be doubtful the femoral bone was cracked after the surgery. He could not find a crack while rasping, but the stem was inserted more deeply than the trial stem.